Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d366 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #17: return pressure and pressure dome membrane leak. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report an alarm #17: return pressure alarm during a treatment procedure. The customer stated that they were in buffy coat collection when the centrifuge stopped. The customer reported that they checked the patient's access and it was not flushing. The customer stated that they opted to change from double needle mode to single needle mode, however the alarm #17: return pressure alarm continued to occur. The customer reported that they checked the kit and did not see any clotting or occlusions, but they did observe blood slowly leaking from the return pressure dome. The customer stated that no clotting was seen in the return line and that the return pressure dome's membrane had come off. The customer pressed stop, clamped all of the patient's lines and aborted the procedure with no blood returned to the patient. The customer stated that the patient was in stable condition. The customer was advised to clean the instrument per the instructions in the operator's manual, and to call back if any alarms occur after cleaning and powering the instrument back on. The customer declined to return the kit for investigation.